Event description:
It was reported that this pacemaker showed evidence of right atrial capture, with the heart rate decreasing from 85 bpm to 65 bpm. The presence of consistent ventricular sensing following atrial pacing supports capture, ruling out junctional rhythm. In the march 30 atr review, the rhythm appeared to be an accelerated junctional or possibly avnrt, accompanied by far-field r-wave oversensing. A blanking period post-ventricular sensing was measured at 45 ms, while technical services (ts) measured the far-field window interval at just under 80 ms. It was suggested that extending this interval to 85 ms may improve accuracy. The device remains in service. No adverse patient effects were reported.